Manufacturer narrative:
Additional information received indicated: describe event or problem: one week later, the patient was showing signs of clinical improvement and went on to be discharged. He was reported to be doing well seven months after the event with only minor dysphasia remaining. Conclusion: this product remained in situ and was therefore not returned to heartware for analysis. Stroke has been identified as a serious adverse event which may be associated with use of the heartware® system. While the exact cause of the stroke could not be determined, the inr outside of recommended ranges may have increased this patient's risk of bleeding. Based on the available information, there is no evidence to suggest the event was related to a device defect. No additional information will be forthcoming.

Event description:
Approximately, six and half months post heartware lvad implantation, the patient was reported to have been transported to (B)(6) hospital experiencing slurred speech, nausea and vomiting and was diagnosed with intracranial bleeding. Additional information received was that the patient was improving and was able to ambulate but still had residual symptoms of altered mental status, aphasia, garbled speech and dysphagia. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.